Manufacturer narrative:
After battery installation unit alarmed new software release followed by failure of flash memory alarms constantly due to a problem isolated to the mother board. Unable to verify operating currents or perform functional test including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, selftest, unexpected restart, delivery accuracy test or displacement tests due to the alarms. Unit received with slightly loose drive support disk. Unit received with cracked case at the reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error alarms. The blood glucose was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.